Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that the customer received a power source alert while charging the pump with a wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different adapter. Customer's blood glucose level was 305 mg/dl. Customer continued using the current pump for clarification.